Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement.

Event description:
It was reported that the device had reached shorter than expected longevity. It was also reported that the right ventricular (rv) lead exhibited high capture thresholds. The device and lead remain in use. No patient complications have been reported as a result of this event.